Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motion sensor test failure alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for motion sensor test failure was performed. Customer had a few of these alarms in their alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify motion sensor test failure error alarm due to motor error alarm. Unable to perform functional testings due to motor error alarm. No cosmetic damage noted.